Manufacturer narrative:
Information contained in this report was previously submitted through asr. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is pain and deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side pain. Healthcare professional reported deflation. Device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional, changed, and/or corrected data: b.5., d.7., d.10., h.3., h.6. Device evaluation: visual analysis, leak test and microscopic analysis of the returned device identified: two linear smooth openings in the same location of a crease, fold creases, wear abrasion. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis, the final assessment is smooth crease openings assessed as fold flaw opening. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported left side capsular contracture, baker grade unknown. Healthcare professional reported left side capsular contracture, baker grade IV. Device has been explanted.